Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp device. During support, there were 2 instances of suspected hemolysis ((B)(6) 2021 and (B)(6) 2021) via red urine. As treatment, 2 units of red blood cells were delivered.